Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up, low out of range, high voltage lead impedance was observed. Egm from a vf episode revealed oversensing signals. Lead damage was suspected. The lead was explanted and replaced. Patient is stable post procedure.